Event description:
The facility reported a pump with failure code 812:02 on channel a. It is unk when this failure code occurred. There was no pt injury or medical intervertion necessary according to the hosp rep. No additional info is available.